Manufacturer narrative:
H10: of the reported thirteen malfunctions, lot number were provided for seven malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all thirteen malfunctions. For six malfunctions, the investigation is confirmed for the reported malposition of device and perforation, for five malfunctions, investigation is confirmed for perforation and inconclusive for malposition of device, for one malfunction, investigation is inconclusive for malposition of device and perforation and for the remaining one malfunction the investigation is confirmed for perforation and unconfirmed for malposition of device. A definitive root cause could not be determined. The devices are labeled for single use. H10: d4 (corporate lot no: gfuc2333, gfwg2926, gfyf3953, gfxb3216, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information's were received from various sources. All thirteen malfunctions involved patient with no patient consequences. Of the thirteen patients, five were male and seven were female, twelve patients age ranged from 41-78 years and five patients' weighs in the range between 153 - 239 lbs. Remaining patient details were not provided.

Manufacturer narrative:
Of the reported thirteen malfunctions, lot number were provided for seven malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all thirteen malfunctions. For six malfunctions, the investigation is confirmed for the reported malposition and perforation, for six malfunctions, investigation is confirmed for perforation and inconclusive for malposition, for one malfunction, investigation is inconclusive for malposition and perforation. A definitive root cause could not be determined. The devices are labeled for single use. (Corporate lot no: gfuc2333, gfwg2926, gfyf3953, gfxb3216, unknown).

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information's were received from various sources. All thirteen malfunctions involved patient with no patient consequences. Of the thirteen patients, five were male and seven were female, twelve patients age ranged from 41-78 years and five patients' weighs in the range between 153 - 239 lbs. Remaining patient details were not provided.